Event description:
(B)(6) yo female underwent an acl reconstruction at military hospital in (B)(6) on (B)(6) 2020. Original report indicated (B)(6) 2021, but the year has been presumed to be a typo. Fixation was achieved through the use of two parcus peek cf interference screws and one smith & nephew endobutton. At some point post-op, patient returned to surgeon with severe redness around the shin and a rash on the patients torso. During investigation, it was identified that patient had a history of sensitivity to titanium following a cholecystectomy in 2006 and lung lobectomy. Follow-up on patients outcome has been requested numerous times, but no follow-up has been provided to date and therefore it is unknown if the implants were removed or if patient is just being monitored.